Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that patient has an older model neurostimulator and it stopped working. The pain was driving insane. Patient inquired where he could go near his home to possibly replace the implant. Event date was not provided. No further complications were reported/anticipated.